Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had tried to charge their implant, but it was not taking a charge. The charger worked, but it would not connect. They thought the reason they had trouble was because they gray recharger antenna wire was frayed and the antenna was damaged. The caller reported they had poor coupling, but connected with the recharger during the call with 8 boxes. The coupling dropped down to 3 without movement. They had to mess with the wires to get it to work. The patient called there healthcare provider 2 weeks prior because they were using a setting of 7.5 and wanted to turn it down at night. They were unable to control the setting with their equipment and the implant battery ran out. They hooked up the recharger on 2018-11-05 for about 20 minutes and the battery did not make progress. They had not charged in 2 weeks and they normally charged every other day for 20 minutes. It was further reported that the patient programmer was not working because they could not get the ins to turn on/off because they could only get a poor communication screen. The caller stated it would not connect to their back with or without the antenna. Syncing with the antenna didn't resolve the issue. They were able to communicate with the recharger and charge the ins. They stated they saw 2 bars and the ins was half charged. The caller further reported that they hurt, threw up every day, couldn't sleep, and could hardly walk. The caller before they could hardly walk anymore, but now they could stand up straight. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer; patient product ID 37791, serial# unknown, product type recharger. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported patient was trying to charge his implant but the ins recharger (insr) act like it was charging, but it was not taking a charge, the charger worked, but it would not connect. Patient thought the reason he had trouble was because the gray wire was frayed for his insr. Patient reported poor coupling, patient connected with the insr during the call and was able to get the 8 black boxes. Patient had to mess with the wires to get it to work. Patient stated he had called his healthcare provider (hcp) and went 2 weeks ago because he used a setting of 7.5 and wanted to turn it down at night, but he couldn¿t control it with his equipment and the implant battery run out. Patient noted he hooked up yesterday for about 20 minutes, and the ins battery did not make any progress. It was stated the last time patient was able to successfully charge device was 2 weeks ago. Troubleshooting included patient¿s 8 coupling boxes dropped down to 4 and he had not moved. It was reviewed how the number of efficiency bars would affect recharge time, and it was recommended charging ins to 100% to increase time between charges. A replacement recharger antenna would be sent. It was noted insr antenna was damaged. An additional information was received from patient on (B)(6) 2018. Patient stated the patient programmer (pp) was not working because he could not get it to turn on or off, nothing. It was noted all she got was the poor communication screen, and it would not connect to the back. Patient used an antenna. It was reviewed antenna was secured and sync with ins, and placed pp directly over ins, the issues wasn¿t resolved. It was noted insr could communicated with the ins and charged ins. Patient stated he saw 2 bars and the ins was halfway charged. Patient stated he was hurting like hell, could not sleep and throwing up everyday and could hardly walk. An additional note from patient stated that he did not take any oral medication. Patient stated, ¿he was on the fentanyl patch and morphine and all that stuff¿. It was noted his kidneys and liver were failing, he was in acute failure, veins were collapsing and almost died. Therefore, he stopped taking medications. Patient confirmed this was all prior to the device. Patient stated be fore he could hardly walk, and he got this device, now he could stand up straight, it worked. A replacement pp would be sent to patient. It was noted patient experienced poor communication with and without antenna. No further complication and event was reported.